Event description:
It was reported that during the laparoscopic radical gastrectomy for gastric cancer surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2026. D4: batch # c9e04n. Investigation summary- the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. In an attempt to replicate the reported incident, the device was subjected to functional testing. During firing, the tip of the advancer was observed to be broken, which prevented the clip from fully advancing into the jaws. Due to this condition, further functional testing could not be completed to adequately evaluate the reported issue. To assess the condition of the internal components, the device was disassembled. Upon disassembly, twelve (12) clips were found within the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch c9e04n number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.